Manufacturer narrative:
Patient information unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to infection (leads implanted in 1992). Spectranetics lead locking devices (lld's) were inserted into each lead to act as traction platforms to aid in lead extraction. When the ra lead released from the atrium, the patient's blood pressure dropped. Rescue efforts began immediately and a sternotomy was performed. A tear was discovered in the right atrial appendage. This area was repaired successfully and the patient survived the procedure. Both the rv and ra leads were removed during the procedure. This report is submitted due to the lld being present within the ra lead and may have contributed to the right atrial appendage injury when traction forces were applied to remove the lead.